Manufacturer narrative:
The product implicated is a plastic port w/attachable 9.6fr o/e catheter. Returned for eval is the port and loose cath-lock, only. The port appears normal. There are several needle stick marks visible in the port septum. The reservoir appears clear through the septum. There is a small amount of blood residue under the port over mold. Two suture sites are seen through the over mold, one on either side of the port stem. The cath-lock appears normal and is free of residue. A history review of lot #36fh1530 shows no related mfg issues, and no other field complaints concerning subcutaneous breakage and embolization reported for this lot. Notes in the file indicate that the port was placed on 8/4/97 or 8/14/97 with the catheter inserted in the right subclavian vein. A chest x-ray showed that the catheter had separated from the port and embolized to the heart. The catheter fragment was snared out on 9/25/97, and the port was removed on 10/6/97. No other info was given. The initial eval and decontamination showed the port to be patent to flushing as blood residue in the reservoir was easily expelled. The port is viewed under 10-30x magnification. No abnormalities are seen except for a worn spot on the plastic stem. It is circumferential and located just behind the stem barb locking edge. The source of this wear is unk. The cath-lock appears normal with nicks and grip marks in the hard plastic from a serrated jaw clamp. The spontaneous subcutaneous catheter breakage is inconclusive, since the catheter tubing was not returned for eval. No signs indicating a cause that would result in catheter separation are evident with the sample returned. The port stem and cath-lock are intact and complete, and appear to be free of mfg defect.

Event description:
Placed 8/4/97. Cxr showed catheter had broken & embolized to heart. The fragment was snared and the port was removed 10/6/97. No other info is known.